Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): (B)(6) 2012 - reuse. Electrode belt (B)(4): (B)(6) 2014 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A distributor contacted zoll to report that a (B)(6) year old female patient received inappropriate defibrillation. The patient received a treatment at 02:27:17 on (B)(6) 2014. The rhythm at the time of the treatment was atrial fibrillation. Motion artifact contributed to the false detection. The response buttons were not pressed during the event. The patient was sleeping at the event . The patient remained at home and continued to use the lifevest.